Manufacturer narrative:
Age at time of event: (B)(6). Visual examination of the returned guide wire revealed a severe bend/kink. The very distal 3cm of the guide wire was received bent on itself at approximately 180 degrees. Microscopic examination revealed that the ribbon was bent and exposed through a microcut on the high torque sleeve (hts) approximately 1.18 in from the distal tip. The hts was cut and pushed back to confirm that the coil wire/core wire/ribbon (ccr) were intact. The hts was also cut on the proximal side of the ccr, where the ribbon was exposed to confirm that the ribbon and corewire were not fractured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4) 2010. It was reported that during a percutaneous coronary intervention procedure, the guide wire prolapsed and kinked. Vascular access was obtained via the femoral artery. A 6f runway guide catheter was placed. The physician then advanced a promus stent delivery system over a 300cm kinetix guide wire to the left anterior descending artery (lad). During advancement the guide wire prolapsed and kinked. The guide wire and promus stent delivery system (sds) were removed together. The procedure was completed using the same promus sds and a different guide wire device. No patient complications were reported and the patient's status is ok. Returned product analysis revealed an exposed ribbon.